Manufacturer narrative:
The hillrom technician found the side communication cable was not securely attached to the nurse call receptacle. Per the hillrom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in september 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician securely attached the side communication cable to the nurse call receptacle to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit was not sending an alert to the nurses' station. The bed was located in medsurg 9126 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).